Event description:
The patient reported that he needed to check to see if the implant was working or not because he had been stumbling around on (B)(6) 2016. After replacing the programmer batteries he was able to sync with the implantable neurostimulator (ins). The therapy screen displayed on and ok. The patient saw a nurse practitioner on (B)(6) 2016 and some adjustments were made to address the staggering and inability to walk properly. It was better, but did not completely resolve the issue. Additional information received from the patient reported that he stumbled multiple times when walking. He saw his healthcare provider (hcp) on (B)(6) 2016 and more changes were made to his programming. He was stumbling more after and the new setting did not make it any better. He called the manufacturer and was getting help in changing settings, but had issues with the patient programmer. The patient received a new programmer on (B)(6) 2016. His stumbling issue resolved when he received his replacement programmer and started using it. The patient's indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported there were no circumstances that lead to the issue with stumbling and no further actions were taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.